Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. After the user squeezed the trigger for the third time, he pressed the direction button to recapture the stent for repositioning, then attempted to squeeze the trigger but the trigger would not move at all. He removed the endoscope together with the delivery system with the stent partially deployed and replaced it with other manufacturer's device to complete the procedure. It has been stated that the evo-10-11-6-b device involved in this complaint is being returned to cook ireland for evaluation; the device has not yet been received, however, if it is returned, the device will be evaluated and the investigation will be updated. With the information provided a document based investigation was carried out. The following additional comments were made by the cook representative: ¿this was the first time for the user to use this product, but I could not attend the procedure due to change of procedure date. A distributer attended the procedure but he had no experience of evo device. So I didn't see how it happened but it could be due to defect of the direction button. It's also possible that the direction button was not pushed sufficiently¿¿ in addition, the following additional information was also received: 1. What is the reorder number of the wire guide used with this device? - visiglide / size unknown 2. Had a sphincterotomy been performed prior to this occurrence? - yes 3. Had dilation of the obstructed area been performed prior to this occurrence? - yes 4. What is the endoscope manufacturer and model number that was used? - olympus / jf-260v 5. Please describe the location in the body where the stent was to be placed. - middle-lower bile duct 6. Was resistance encountered when advancing the wire guide through the obstructed area? - no 7. Was resistance encountered when advancing the stent and introducer through the obstructed area? - no 8. Did any section of the device detach inside the endoscope or patient? ¿ no 9. If not with the device in question, how was the procedure finished? - with other manufactuer's device. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. As per the information provided, and the comments from the cook representative, a possible cause of this complaint, is that the first time user did not fully engage the directional button for recapture when attempting to recapture the stent for repositioning. However as the device was not returned at the time of the investigation, a definite root cause could not be conclusively determined. A review of qc records show a certificate of compliance and that the qc stock has been accepted at cirl. Prior to distribution all evo-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records revealed no discrepancies that could have contributed to this complaint issue. There is no evidence to suggest the user did not follow the instructions for use. However as per the cook rep comments the first time user may have not fully engaged the directional button for recapture when attempting to recapture the stent for repositioning. Upon review of complaints this failure mode has not occurred previously with this lot number. Based on information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Initial MDR is being submitted based on the device malfunction precedence: 'deployment issue that results in the exposed stent removed from the patient with the delivery system' after the user squeezed the trigger for the third time, he pressed the direction button to recapture the stent for repositioning, then attempted to squeeze the trigger but the trigger would not move at all. He removed the endoscope together with the delivery system with the stent partially deployed and replaced it with other manufacturer's device to complete the procedure.

Event description:
This follow up report is being submitted due to device return. Initial MDR is being submitted based on the device malfunction precedence: 'deployment issue that results in the exposed stent removed from the patient with the delivery system.' After the user squeezed the trigger for the third time, he pressed the direction button to recapture the stent for repositioning, then attempted to squeeze the trigger but the trigger would not move at all. He removed the endoscope together with the delivery system with the stent partially deployed and replaced it with other manufacturer's device to complete the procedure.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Problem statement: after the user squeezed the trigger for the third time, he pressed the direction button to recapture the stent for repositioning, then attempted to squeeze the trigger but the trigger would not move at all. He removed the endoscope together with the delivery system with the stent partially deployed and replaced it with other manufacturer's device to complete the procedure. Device evaluation: the evo-10-11-6-b device of lot number c1378354 was returned to cook ireland and evaluated on the 31-jan-2018. Lab evaluation: upon evaluation of the returned device, it was noted that the lockwire was in place. The directional button was not fully engaged on return, it was in the neutral position. The direction button was then fully engaged during the lab and actuation of the device was possible for deployment/retraction. The device functioned as expected, and there were no functional issues with the device. An additional lab was held on the 08-feb-2018 to evaluate the stent as the stent was omitted from the first evaluation in error. Upon evaluation of the stent no issues were noted. As per the complaint description the stent was partially deployed and still attached to the delivery system when it was removed. The stent was fully deployed and detached from the device upon return to cook ireland. The customer complaint is confirmed as the failure was verified in the lab. The device was returned with the directional button in the neutral position preventing deployment/retraction. Root cause: as per the information provided, and the comments from the cook representative, a possible cause of this complaint, is that the first time user did not fully engage the directional button for recapture when attempting to recapture the stent for repositioning. The directional button was seen to be in the neutral position on return of the device and as there was no issues experienced actuating the device for deployment/retraction document review: prior to distribution all evo-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. At one point during the test (approximately at the point of no return), actuate the change of direction button and actuate trigger to ensure direction changes. Note the ease of actuation of button ensure that both buttons are depressing fully and engaging properly. Note: during operation of handle if the direction button ¿pops out¿ this is a fail.¿ upon review of complaints this failure mode has not occurred previously with this lot number. Based on information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. Summary: the customer complaint is confirmed as the failure was verified in the lab. The device was returned with the directional button in the neutral position preventing deployment/retraction. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.